Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pre-surgery it was observed that the motor device had an air leak in the hose. It was reported that there was no delay to a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole near the muffler. Therefore, the reported condition was confirmed. It was determined that this damage was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.